Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was hard to open and close, failed to open, and did not recover after reboot attempts. A field service engineer powered down the unit, checked and reseated connections, inspected cables with no visible damage, and performed multiple open and close tests in the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station had a hardware failure; the drawer was hard to close and open. The customer closed the drawer, after which it showed a hardware failure and was unable to open. Customer tried to reboot and recover the station, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.